Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to reservoir migration, however the device was said to be working well. During the procedure a new reservoir was implanted. The patient did not experience any further complication and was said to be doing well after the surgery. It was further reported that the patient had another abdominal surgery that may have contributed to the migration.